Event description:
Physician was attempting to use protégé everflex along with 6fr sheath and 0.0035 inch non-medtronic guidewire to treat calcified lesion in the proximal subclavian artery with 30% stenosis. The vessel had moderate calcification. The artery diameter was 6mm and lesion length was 70mm. There was no damage noted to packaging and issues noted when removing the device from the hoop/tray. Device was prepped per IFU with no issues identified. Thumbscrew/lock-pin was checked for securement prior to procedure, the thumbscrew/lock-pin was not removed prior to attempted deployment. The lesion was pre-dilated with 4mm balloon. There was no resistance encountered when advancing the device and no excessive force was used. It was reported during procedure a guidewire was used to guide stent through the lesion to reach the straight section, guidewire was withdrawn and when delivering the stent, it was noted that the stent could not be deployed. Several attempts were made but stent could not be deployed. No intervention was required for removal of the device and the device was safely removed from the patient. No stent struts were exposed/visible on removal. New stent was used to complete the procedure. No patient injury reported. When the device was sent back for evaluation, it was noted that the stent was exposed

Manufacturer narrative:
Product analysis #706365884:analysis device returned loosely coiled in a biohazard bag. Lot number on shipping documents, matches lot on gch. Device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned with the manifold safety locking pin loosened. The stent was confirmed from the strain relief, (photo 2). The deployment paddles are approximately 100mm apart (93mm-105 mm as per d01050686), (photo 3). Biologics were observed at the opening of the distal tip, and part of the stent crowns were visible, (photo 4). The device was flushed and both annual spaces flushed, biologics were observed upon flushing, (photo 5). A 0.035¿ guidewire was unable to advance fully through the device, (photo 6). The device was loaded into a deployment fixture, (photo 7) and the stent was deployed with a maximum peak force of 1.70lbs (less than 3.00lbs cprd-980003), (photo 8). There were no issues found with the deployed 80mm stent, biologics were observed on the distal end of the stent, (photo 9). The distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 28mm and 30mm from the distal end of the stainless steel hypotube, (photo 10); indicating that the safety locking pin was properly tightened during manufacturing. Ruler cal: 804255 the customer¿s report of ¿it was noted that the stent could not be deployed. Several attempts were made but stent could not be deployed¿ cannot be confirmed. During functional testing the device did deploy the stent as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.